Event description:
The ift is collapsed at 148cm, the op-channel is buckled. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
This device is not distributed in us. This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.